Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was torn/split/cracked in the gusset area and was bent in the gusset area. The other haptic was bent in the gusset and distal area. The lens optic was torn/split/cracked from the edge to the center and the optic edge had areas that were broken/torn. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number.

Event description:
A nurse from the user facility reported difficulty folding an intraocular lens. On 02/01/2007, a completed complaint questionnaire was received that indicated a vitrectomy was required.